Event description:
It was reported that direct stenting was attempted with the pixel in a proximal rca. The stent would not cross the lesion and during the withdrawal of the stent delivery system, the stent dislodged from the balloon in the ostium. It was retreived successfully with a snare device.